Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after removal of the guidewire from the lead, it was noticed that the distal tip of the guidewire appeared to have unraveled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guide wire was returned and analyzed. Analysis indicated that the guidewire was unraveled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.